Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that up and down arrows were not easy to be pressed. Customer stated that insulin pump rejected new batteries, had random no delivery alerts and battery life was down to about 2 weeks. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.